Event description:
The customer's father stated that the customer was taken to the emergency room for high blood glucose levels over 700 mg/dl. The father had no further info about the event, but he didn't feel comfortable with the insulin pump and he wanted it replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.